Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm1) was analyzed and upon visual inspection, failure analysis noticed that the rolling loop ground strap was damaged. The unit was installed onto a known good system where 319 error was triggered. The component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where fiber test failed pointing to the rolling loop fiber. Once testing was completed, the rolling loop fiber was tested and verified as the source of the fault. The complaint was confirmed based on the failure analysis. The root cause is attributed to a faulty rolling loop fiber causing communication issues within the usm1 axes controllers. This issue can be resolved by replacing the unit.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm1) due to not responding after restart and per system logs, a node was missing. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm1.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer encountered a recoverable fault on the universal surgical manipulator (usm1). The technical support engineer (tse) checked the system logs and confirmed related errors on the usm1. The customer had power cycled the system prior to the call and the tse had the customer hard power cycle the system with an emergency power off, but the issue remained. The tse advised the customer to disable usm1 and continue with the remaining usms; the customer was unsure if they would continue and ended the call. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with three usms. The delay was between 15 to 30 minutes.